Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the top part of reservoir and plastic piece fell out of insulin pump. The customer¿s current blood glucose level was 140 mg/dl. Customer stated that there was a warning on this piece. Troubleshooting was not performed. The device will not be returned for analysis.